Event description:
New information notes that prior to the lead being capped, the patient presented to the hospital after receiving inappropriate therapy due to noise. No lead anomalies were noted at revision. A decrease in pacing lead impedance was also noted. Patient was in stable condition after the procedure.

Event description:
It was reported that the rv lead was capped and replaced due to oversensing.